Event description:
The reporter stated that, the surgeon was attempting to insert a three piece silicone lens model aq5010v and noticed that the haptic was torn so he quit using it. There was pt contact with the injector but not the lens. No pt injury. It was reported that, the haptic became torn during the loading process.

Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product shows the lens has one haptic torn off into the optic and is missing. There is a clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.